Event description:
It was reported that the user experienced frequent blood glucose fluctuations on ilet, with lows to the 40s and highs to 275 mg/dl, and reported that the system was overshooting. It was discovered that the user had independently adjusted the cgm target higher and routinely used ¿usual¿ meal announcements, attempting to stop meal dosing for larger or smaller meals by sliding to cancel, indicating an improper or incorrect use method related to the user interface. Symptoms included hypoglycemia and hyperglycemia, with associated diaphoresis and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically an improper or incorrect procedure or method involving announcing incorrect meal sizes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.